Manufacturer narrative:
The device was serviced, and it was reported by the service engineer (se) the graphic user interface was changed. The screen was calibrated, and performance verification is performed; the screen does not appear to become miscalibrated. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator's screen was not working. The device was in clinical use when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been/will submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator's screen was not working. A field service engineer (fse) was dispatched, and it was reported that when the device was turned on, the screen was out of calibration. The fse noted that the screen would calibrate itself, however, when the screen was turned on again, the screen went out of calibration. The fse noted that the user interface (ui) printed circuit board assembly (pcba) to power management (pm) pcba wiring should be changed. The fse noted that a ui pcba should be ordered. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6).